Event description:
Literature: kongkam p, wagner dl, sherman s, et. Al. Intrathecal narcotic infusion pumps for intractable pain of chronic pancreatitis: a pilot series. Am j gastroenterol. 2009; 104(5): 1249-1255. Summary: the aim of this study was to evaluate the efficacy of intrathecal narcotics pump (itnp) as an alternative treatment for pts with pain from chronic pancreatitis (cp). Itnp offers the advantages of reversibility, lower total narcotic dose, and the pancreas remaining intact. Thirteen pts with confirmed cp and refractory pain underwent itnp for attempted pain control from 1999 to 2007. Event: it was reported that the pt experienced subclavian venous catheter sepsis with intracardiac fungal ball (candida species) requiring cardiac operation. Simultaneous meningitis (negative culture while on antibiotics) required pump removal approximately 2 weeks after placement. Additionally, it was reported that the pt experienced urinary retention responding to oral medication. Eight months later, pump was replaced.

Manufacturer narrative:
See MFR report #: 2182207200907658. This report is being submitted following an internal assessment.